Event description:
It was reported that a progav 2.0 shuntsystem (part # fx666t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 119 centimeters (cm). Weight: (B)(6). Gender: female.

Manufacturer narrative:
Visual inspection: the following was detected during the visual inspection: bloody delivery fluid. Blood and deposits in the reservoir. Deposits on the catheters. Tissue residues at the inlet of the reservoir. Permeability test: a permeability test has shown that both valves with the reservoir are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operated within the accepted tolerance in both positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valves, deposits were found in progav 2.0, in the shuntassistant 2.0 were no visible deposits. Results: based on our examination results, we can determine deposits in the progav 2.0 and in the control reservoir. The deposits do not affect the functional characteristics at the time of the examination. At the time of the examination, we are unable to determine how the mentioned functional impairment occurred. Proteins /deposits in the csf can temporarily impair the function of the valves and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.